Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported that they are aware of 17 cases of bia-alcl. No further information was provided. Device status is unknown. Unknown side. Histopathological markers are not reported, so the diagnosis of alcl cannot be confirmed.